Manufacturer narrative:
No pt info provided as no pt was involved in this concern. The battery back up power supply was replaced in the system and this resolved the issue.

Event description:
A medtronic rep reported that the stealthstation s7 system would not stay powered on. He reported that the system would perform as if it were powering and get to the application screen, and was able to launch the application and then power off. There was no pt present.